Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
It was reported that noise was recorded in the nst episode list. It was further reported that a x-ray showed the lead pin was adequately seated into the header of the device, and analyzer testing during revision could not reproduce noise on the lead. The lead was capped, device explanted, and both were replaced. It was further reported the device had sensing difficulty and the lead was apparently fractured with oversensing and low impedance. No patient complications have been reported as a result of this event.